Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal procedure in mitral position where intraprocedural asystole occurred when the guide sheath was prematurely pulled back across the septum with flex, resulting in interaction with the bundle of his. The patient had an unrecognized history of heart block with junctional rhythms, which was not considered a new arrhythmia. The patient was treated with epinephrine, remained stable, and may require a pacemaker in the future due to his history of slow and irritable rhythms. The procedure was completed and mr (mitral regurgitation) was reduced from severe to mild. Post procedure the patient was in a very slow functional rhythm. Md confirmed this was not a new issue for this patient. Of note, no one was aware at the time of the occurrence.